Event description:
It was reported that there was a loss of therapeutic effect. Reporter stated that the patient was not able to "keep anything down including liquids", and the reporter was not sure if this was due to the device or otherwise. Reporter stated that the patient will have a gastric feeding tube (g-tube) inserted on 9/7 and that they would like the device turned off and potentially reprogrammed. Reporter stated that they were having a hard time reaching the physician but did work with the nurse practitioner (np) there. Reporter stated they were concerned about the patient being able to survive until they get the g-tube in. Additional information was received on (B)(6) 2012 stating that the patient was too ill to follow up with the physician and will need a jejunostomy feeding tube (j-tube). It was reported that the patient was going to have the device checked and adjusted with the surgeon.

Event description:
Additional information received reported the cause of the event was unknown. A reported impedance was within normal range. It was unknown if the patient required hospitalization due to the event, and patient outcome was noted as "serious injury/illness - ongoing." The patient refused to be admitted to the hospital.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead. (B)(4).

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012 (B)(6) product type lead; product ID 435135, serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).